Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "intra-operatively, storz endoscope experienced several endoscope image frozen issues. The issues were resolved after unplugging the endoscope cable and plugging it back in. The procedure was completed successfully. There was no patient injury". No negative impact in state of health reported.